Event description:
An ecc module failed to alarm when the patient went into v-fib. The unit did not alarm throughout resuscitation efforts. Patient care was not delayed due to the alarm failure. The patient's outcome -death- was not affected by the alarm failure. The alarms were turned on and they were not silenced.